Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the atw35 instrument neither stapled nor cut. Another instrument was used to complete the case. There was no consequence to the pt.